Event description:
Customer reports meter results of 110 mg/dl, 286 mg/dl, and 197 mg/dl within 10 minutes on advantage system. No adverse event reported. A request was made for the return of the system, replacement was sent.